Event description:
End user sent an email stating; I am providing feedback on defective easytouch syringes. I have a 100-count box of easytouch u-100 syringes (31 gauge, 0.5 ml, 5/16", 8mm), item number 831565. In the first two 10-count packages in the box, I found two defective syringes with curved barrels. 100-count box nrc 08496-3156-01 100-count box upc 084963156011 10-count package nrc 08496-3156-11 10-count package upc 084963156110 lot 75146 manufacture date 2025-07-27. Is returned/replaced.